Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d)exhibited a decreased monitoring voltage prior to implant. This crt-d was not used and will be returned for analysis.